Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a type b dissection in zone 3. Vessel morphology at the time of implant was reported as the non-aneurysmal proximal thoracic neck diameter is 39 mm, non-aneurysmal distal thoracic neck diameter was reported as 30 mm. Is length from top of aortic arch to proximal aneurysm is 36 mm. There is no calcification and no thrombosis in the thoracic aorta. The post-operative/discharge angiography demonstrated that there were no endoleaks present. It was reported that six days post index tevar procedure it was revealed that there was an endoleak. It was not confirmed that blood flowed into the ruptured site of greater curvature, but the physician believes that there is a type I endoleak flowing into lesser curvature. The physician stated that the patient landing zone for the stent graft was in poor condition. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use - (treatment of thoracic dissection).